Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6), d2b: pro code (product code): k103751, k110122, g4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified radial cutaneous vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 24 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.